Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when using stim probe, the nim was giving a false negative response. Doctor said he could see the rln but when placing the probe on it at stim level of 1.0ma, the nim would sound the "no nerve" tweedle. Doctor also looked for muscle twitching, but there was none. Due to this, they aborted the case. In post op, they confirmed the nerve was still intact indicating the nim was wrong and lead them to believe it had been cut when it had not. Doctor is concerned the false negative was related to the recent 1.6.4 software upgrade. There was no patient injury.